Event description:
The incident was reported as: the clip blocked. This happened during use. No patient injury or intervention reported.

Manufacturer narrative:
The device sample was received for evaluation. The investigation results are not available at the time of this report.